Manufacturer narrative:
The pod was received fully deployed. During fluid path testing, a leak was observed due to a tear in the exposed portion of the soft cannula. The timing and cause of this damage is unknown. It could not be determined if the external cannula damage contributed to the reported leaking during wear. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: data not available omnipod software app version: data not available smartphone operating system: data not available smartphone hardware: data not available cgm sensor type: data not available *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 22 mmol/l (396 mg/dl) while wearing the pod between 5 and 24 hours. As treatment, a new pod was placed. The device was originally reported for insulin leaking while wearing the pod.